Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient got hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was low at the time of event as patient himself accidently injected too much insulin which led to hypoglycemia event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.